Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic laparoscopic cholecystectomy the forceps sparked and could no longer be opened or closed. The forceps where then removed and it was found that the insulation at the distal end of the jaws insert was broken off. It is unclear whether the broken fragment remained inside the patient. The intended procedure was completed using the same set of equipment and so far there has been no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical systems corporation (omsc), japan (returned to omsc on 2021-10-12). The evaluation at omsc confirmed that parts of the insulation at the distal end of the jaws insert are missing and the remaining insulation is worn. Furthermore, the entire jaw area is heavily contaminated. The ceramic axis connection between the jaw parts is damaged/cracked presumably as a result of at least one hf current flashover. The entire instrument shows signs of acute use-related wear and inadequate reprocessing. Therefore, the reported event/incident was attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the jaws insert without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.